Manufacturer narrative:
UDI not available as product was manufactured on or before sep 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12122 it was reported that the patient presented to the clinic for a follow-up. During examination of leads, noise was noted on the right ventricular (rv) lead which led to inhibition of therapy and noise was noted on the right atrial (ra) lead due to break in the lead resulting from clavicle crush. Atrial lead damage was confirmed via x-ray. The physician capped and replaced both leads on (B)(6) 2021. Patient was in stable condition before, during and after surgery.